Event description:
Additional information was received from a manufacturer representative (rep) on 2026-apr-20. The rep reported that the infection was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received on (B)(6) 2026 from a manufacturer representative (rep). The rep reported that the patient was given antibiotics and a new battery was implanted on the opposite side. The patient had a fall a couple of months prior and the battery and lead moved. The rep reported that the doctor believed this was why the battery site had drainage. The rep reported that the doctor did not want to send the battery in, they believed the infection was from the fall. The doctor disposed of the device after it was explanted. It was unknown whether the infection had been resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va1nbgs); product type: 0200-lead; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was the caller reported that the patient had a fall maybe like 3 months ago and the lead wasn't in place anymore. The patient started to get an infection later on in the site so the surgeon wanted to replace the battery and lead. When they opened the battery pocket site there was some pus so the physician sent it for culture for further evaluation. The caller was not with the patient at the time of the call. The caller indicated that when they replaced the 97800 ins it was moved from the right to the left side of the body and the patient also has an scs device on the right side of the body. The caller asked about recommendations for ins placement. Technical services reviewed information about placement recommendations.